Event description:
It was reported that this cardiac resynchronization therapy defibrillator lead exhibited a low out of range shock impedance measurement on the right ventricular channel. Evaluation of the system was performed and no issues were discovered. Electromagnetic interference was suspected. No changes have been performed. This device remains in service. No further adverse patient effects were reported.